Event description:
It was reported that during a cryo ablation procedure, the part of the handle that bends the sheath came off in the direction of the sheath's tip. The handle part could be put back in place so the sheath was not replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012413019 was returned and analyzed. Visual inspection of the shaft and the handle area identified a kink at the side port tube and a detachment of the knob. In conclusion, the sheath did not pass returned product inspection due to a detached knob and a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.